Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the patient was having issues with the battery life after going swimming in the pump. There was no moisture found in the pump though. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: the black box data revealed evidence of short battery life; multiple battery life alarms were observed. On investigation, the pump powered on normally and ez-prime steps were completed. Electrical currents were evaluated, and the sleep current reading was noted to be above specifications due to moisture corrosion inside the pump on the printed circuit board. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.